Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor generated unexpected noises. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The investigation of the reported complaint has been finalized. The compressor was investigated at site by our field service engineer. The compressor motor was replaced and sent in for investigation. The returned compressor motor did not show any errors during our testing, no noise or other sound deviations could be established. The compressor motor function was according specification. The cause to the reported noise cannot be established by the investigation of the returned motor.

Event description:
(B)(4).